Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to inflate the foley catheter balloon.

Event description:
It was reported that it was difficult to inflate the foley catheter balloon. Per follow up information received via ibc on 17oct2022, it was stated that the water leakage was reported. However, the leakage location was not reported by the customer.

Manufacturer narrative:
The reported event was unconfirmed as the product met specifications. No root cause was provided as the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted received a 3-way temp sensing catheter with cut portion of inlet tubing. Inflated balloon with 10 ml of solution and the catheter rested with no leaks noted. A review of the DHR did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as the reported event is unconfirmed. Correction- f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that it was difficult to inflate the foley catheter balloon. There was defective inflation and leakage. As per follow up information received via ibc on (B)(6) 2022, it was stated that the water leakage was reported. However, the leakage location was not reported by the customer.